Event description:
User reported 4 false positive results. Negative pcr. This is report 2 of 4.

Manufacturer narrative:
Report required by FDA for eua investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to c4421,4423,4424 (3014862188-2021-00002,4,5: tests 1,3,4 of 4). This is a retrospective report due to challenges implementing esg.